Manufacturer narrative:
The company rep examined the system and replaced the 57 psi pressure regulator and the l7 and l8 solenoid assemblies. The system was then tested and met all product specifications. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the 23 gauge probe was not cutting but aspiration continued. Add'l info from the nurse indicated when the surgeon pressed the foot pedal, pressure was lost. The case was completed using a 20 gauge probe; however, the nurse indicated the probe sounded "sick" until the surgeon lowered the cut rate. As a result, the case was reported as being prolonged. There was no harm to the pt. Add'l info has been requested.